Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery test and damage. The customer's blood glucose level was high 100 mg/d at the time of incident. The customer reported every time a battery is put in the customer receives the alarm. The customer states the battery compartment right below may have a centimeter of battery exposed. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.